Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that 8 (ethanol) was not in contact with the corresponding sensor for five (5) seconds from 03:44:48am on (B)(6) 2020, which is not sufficient time to replace the reagent. The station properties were reset at 03:44:57am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 8 prior to these user actions were: ethanol concentration=85.8%, cycles=51, cassettes= 4657 and days=30. Although the user affirmed in the instrument software that the ethanol concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 03:44:57am on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 85.8% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error when replacing the reagent in bottle 8 (ethanol) at 03:44:57am on (B)(6) 2020, the contents of this bottle were used for the final dehydration step of the "factory 2hr xylene standard, biopsies" protocol started in retort a at 16:13pm on (B)(6) 2020; and the "factory 8hr xylene standard, bigs" protocol started in retort a at 20:00pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing from the "factory 2hr xylene standard, biopsies" protocol started in retort a at 11:18am on (B)(6) 2020; the "factory 8hr xylene standard, bigs" protocol started in retort b at 11:20am on (B)(6) 2020; the "factory 2hr xylene standard, biopsies" protocol started in retort a at 16:32pm on (B)(6) 2020; and the "factory 8hr xylene standard, bigs" protocol started in retort b at 19:13pm on (B)(6) 2020, would also have been adversely impacted because the reagent from bottle 8 (ethanol) was also used for the final dehydration step in this protocol. The minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Bottle 3 (70% ethanol) was not in contact with the corresponding sensor for sufficient time to replace the reagent; and the station properties were reset at 04:47am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 70%. The properties of the reagent in bottle 3 prior to these user actions were: 70% ethanol, concentration=67.4545, cycles=2, cassettes=131, days=5. The discrepancy between the measured and calculated ethanol concentration in this bottle did not either cause or contribute to the sub-optimal tissue processing reported because the reagent in bottle 3 (70% ethanol), which had a measured ethanol concentration of 60%, was not scheduled for use in a dehydration step for either the "factory 2hr xylene standard, biopsies" protocol started in retort a at 16:13pm on (B)(6) 2020 and the "factory 8hr xylene standard, bigs" protocol started in retort a at 20:00pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Bottle 4 (70% ethanol) was not in contact with the corresponding sensor for sufficient time to replace the reagent; and the station properties were reset at 12:47pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 70%. The properties of the reagent in bottle 4 prior to these user actions were: 70% ethanol, concentration=65.1688, cycles=2, cassettes=220, days=1. The discrepancy between the measured and calculated ethanol concentration in this bottle did not either cause or contribute to the sub-optimal tissue processing reported because the reagent in bottle 4 (70% ethanol), which had a measured ethanol concentration of 58%, was used for first dehydration step of both the "factory 2hr xylene standard, biopsies" protocol started in retort a at 16:13pm on (B)(6) december 2020 and the "factory 8hr xylene standard, bigs" protocol started in retort a at 20:00pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 03:44:57am on (B)(6) 2020. The facts indicate that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported the following in relation to peloris ii rapid tissue processor serial number (B)(4): "a couple of days of issues with staining, and today underprocessed specimens embedding and sectioning [sic], in both retorts, no errors, no reagent changes yesterday, no further info available." On (B)(6) 2020, the assigned leica field applications specialist (fss) visited the customer site to obtain further information regarding the circumstances involved in this complaint and provide applications support. The fss documented the following observations: "physical state of wax (in wax stations), standby temperature of 57 (vs factory of 65), wax step temperature 57 (vs factory of 65) in factory 2 hr xylene standard, biopsies protocol, customer uses leica parablocks, properly draining when adding cassettes / baskets, bottles 4 and 11 changed prior to running protocols (both protocols used bottle 4 )." The fss documented the following actions taken: "discussed findings with supervisor (via mobile). Supervisor requested fss to change standby temp. To 65 degrees celsius, and factory 2 hr xylene standard, biopsies, protocol wax step temperature to 65 degrees celsius. Supervisor to address: correctly making 70% ethanol (she will replace both 70% reagents prior to running) and run test tissue on factory 2 hr xylene standard, biopsies protocol." The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottles 3 and 4, in which the measured ethanol concentration was 60% and 58% respectively and the calculated ethanol concentration was 70% in both bottle 3 and 4. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from both the "factory 2hr xylene standard, biopsies" protocol executed in retort a comprising 89 cassettes, which started at 16:13pm on (B)(6) 2020 and completed at 03:30am on (B)(6) 2020 and the "factory 8hr xylene standard, bigs" protocol executed in retort b comprising 168 cassettes, which started at 20:00pm on (B)(6) 2020 and completed at 05:30am on (B)(6) 2020. The tissue type and size of the affected samples were detailed as: "gi biopsies, breast" and "gi bx- less than 4 mm in greatest dimension, breast less than 1.5 cm in greatest dimension" respectively. On (B)(6) 2020, the assigned leica field applications specialist received information by email that all cases involved in this event were diagnosable. On (B)(6) 2020, the assigned leica field applications specialist received the following further information from the complainant by email: "my pathologist just came and told me that in the end he will have few cases that he wasn't able diagnosed. I will keep you posted." On (B)(6) 2020, the assigned leica field applications specialist requested an identifier, age or date of birth and gender for each of the undiagnosable cases from the complainant. On (B)(6) 2020, the assigned leica field applications specialist requested by email information as to the patient outcome for the cases involved in this event from the complainant. On (B)(6) 2020, the assigned leica field applications specialist received the following information from the complainant by telephone: "...]they were waiting for all information from the pathologist, before replying with updated tissue status, and would reply by end of day". On (B)(6) 2020, leica biosystems (B)(4) received information from the assigned leica field applications specialist that at least one patient could not be diagnosed, and re-biopsy of a patient(s) had not been either recommended or performed. On (B)(6) 2021, the assigned leica field applications specialist received the following information from the complainant by email: "just to let you know I didn't forget about it but our pathologist dealing with it is on leave till end of the week so I should have the final update next week."

Manufacturer narrative:
On (B)(6) 2021, the assigned leica field applications specialist received information from the complainant by email that four (4) cases were not diagnosable and re-biopsy of a patient(s) had not been either recommended or performed.